Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that during the pulmonary vein isolation (pvi) procedure, gram displaying was unstable and imprecise suddenly, zeroing was re-obtained several times, however, the issue continued. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and checked to the tip, visually confirmed that blood was mixed in the tip spring part. The device was inspected, and a hole was observed on the pebax with metal exposed with reddish material inside. Also, a fiber was observed, however, it wasn't observed during the second visual inspection. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint regarding blood in the tip was confirmed, however, the force issue reported was not confirmed. The root cause of the damage on the pebax and the fiber observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling and manipulation of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30162760l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that there was a hole in the pebax with metal exposed. It was initially reported that during the pulmonary vein isolation (pvi) procedure, gram displaying was unstable and imprecise suddenly, zeroing was re-obtained several times, however, the issue continued. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and checked to the tip, visually confirmed that blood was mixed in the tip spring part. The issue was resolved by changing the catheter to another one. The procedure was completed without patient's consequence. The issue of force was assessed as a not reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on april 3, 2019 and it was reported that the pebax sleeve has a small hole, with metal exposed approximately 9 mm from the distal end of the tip dome with reddish brown material inside it. There was fiber sticking out approximately 1 mm from the proximal side of ring #1. The issue of foreign material in the pebax with external damage was assessed as a reportable event.